Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500; model: sc-2218-50; serial: (B)(6); batch: (B)(6). Product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: (B)(6).

Event description:
It was reported that was pain at the pocket site. Inadequate pain relief and shocking sensation were noted despite reprogramming attempts. The patient underwent an explant procedure wherein scs system was removed. The explanted device components will not be returned.